Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurses were unable to remove medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es nurses were unable to remove medications. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-jan-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to remove medications from station, which was requiring a witness. A technical support specialist (tss) upon checking remote smart service (rss), the device appeared online. The tss dialed into the station. The station was found to be in critical override (co) mode. A reboot was performed, and initial ping tests to the server showed 25% packet loss. After a second reboot, the ping test was successful. The customer was contacted and informed to check from his end. Customer agreed and mentioned he would follow up. Upon rechecking the station, the critical override icon was no longer visible. A follow-up email was sent, but no response was received from the customer. The case was closed following the three-strike rule. The system functioned as intended after the technical support specialist troubleshot the device.